Event description:
It was reported that during a hemmoroidectomy procedure, the device partially cut and did not staple. Minimal bleeding occurred; no transfusion was given. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.